Event description:
The customer stated that her blood glucose readings had been erratic. She passed out one evening and paramedics were called. Paramedics tested the customer's blood glucose using their contour and received a reading of 43 mg/dl. The customer's glucose was also tested using her breeze2 meter and the reading was 74 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer could not remember what type of treatment she received, but most likely it was glucose. She was taken to the hospital and released after 8 hours. The customer performed control tests while troubleshooting and all results were within the normal control range. No product will be returned for evaluation.